Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited far p wave oversensing. Programming changes were made. The patient presented back in clinic on (B)(6) 2018 for evaluation. The device continued to exhibit far p wave oversensing. The patient was asymptomatic to the oversensing. Further programming changes were made. The patient would be continued to be monitored.